Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle with reported issue referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a closure of three access sites in the right common femoral vein using three prostyle devices after an interventional atrial fibrillation ablation procedure with two 8f sheaths and one 9f sheath. Reportedly hemostasis was achieved at the first access site with a prostyle device. The second prostyle device was used on the second access site. The knot was successfully advanced to the vessel and tightened (worked as intended); however, complete hemostasis was not achieved. Therefore, manual compression was applied. The third prostyle device was used on the third access site. However, the anterior foot plate did not fully close. The third device was removed manually but slight resistance was noted. The failure to retract the foot did not cause any tissue damage to occur. The third access site was then closed via manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional testing were performed on the return device. The failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to user technique (poor or partial tissue capture, air knot). The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.